Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pressure point injuries and bruising under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient's nurse removed the lifevest and the skin irritation was resolved.